Event description:
It was reported that the patient¿s implantable neurostimulator (ins) got infected. The patient had a follow-up appointment on the day of the report and it was determined that the ins pocket was infected. The ins and leads were removed on the day of the report. It was noted that the wound did not stay clean and that was the reason for the infection. The patient felt like the infection started on (B)(6) because it started hurting, but the infection was not confirmed by the doctor until (B)(6). The patient had redness, swelling and the ins site was warm. Intravenous antibiotics were administered to the patient and the ins pocket was cultured. The patient did not have meningitis. The infection resolved. Prior to the explant the patient was getting effective therapy and they were talking about implanting a new system in 6 months.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377760, lot# n0027923, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 377760, lot# n0028196, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. (B)(4).